Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump buttons were unresponsive. Customer reported that insulin pump had crack on battery cap and poor battery life. Customer stated insulin pump had random no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked in place properly during testing. Device received with all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, self test and displacement test. No excessive no delivery alarms noted. No unexpected battery alarms including low battery alarms, weak battery alarms, battery out limit alarms, failed battery test alarms or off no power anomalies were noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with broken battery cap assembly. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.